Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. A review of the instrument history revealed that the device was last returned for service on august 1, 2015 due to a hole in the bending rubber. The exact cause of the patient's outcome cannot be conclusively determine at this time. As part of our investigation of this reported complaint, on (B)(6) 2015 an endoscopic support specialist (ess) was dispatched to the user facility to assess their reprocessing practices. The ess observed the manual cleaning process by the user facility staff and found the following observations: no suction is being done during manual cleaning and that the facility does not have suction set-up in the decontamination room; however, proper leak testing, brushing and flushing are being done. It was also observed that the maj-1888 brush is being utilized properly. The ess informed the account about the recall on the custom ultrasonics aer that was being utilized at the facility. A follow up visit was scheduled for (B)(6) 2015 to meet with staff and possibly infection control; however, after the ess made a follow call to the patient safety risk manager the follow up visit was declined. If additional information becomes available at a later time this report will be supplemented. Please also cross reference the following MFR. Report numbers: 2951238-2015-00622 and 2951238-2015-00623.

Event description:
Olympus received additional information via mandatory medwatch which stated that " patient had an ercp on (B)(6) 2015. On (B)(6) 2015 the patient presented with fever and chills. Blood cultures obtained were positive for e.coli with extended spectrum beta lactamase (esbl). Pulse gel field electrophoresis testing was done to compare strains of the 3 patients with infections versus with community acquired strains. The 3 patients involved were the same strain of organism. The endoscope washer/disinfector utilized for the involved duodenscopes is the custom ultrasonic equipment involved in the FDA medwatch safety recall dated november 13, 2015." Originally, olympus was informed via voluntary medwatch received on december 12, 2015 of a "possible transmission of esbl during an ercp with stent placement." Olympus followed up with the user facility to obtain additional information regarding the reported events by telephone and in writing but with no result.